Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited a failure to capture. Programming changes were made. The patient was in stable condition.